Manufacturer narrative:
To date the device has not been rec'd for eval. An investigation has been initiated based on the reported info.

Event description:
The user facility reported that the device slipped. The pt sustained a 3cm laceration, which required stitches.